Manufacturer narrative:
Investigation. X-inspect returned samples. Analysis and findings. Distribution history the complaint unit was purchased from a supplier and packaged at coopersurgical in january 2012. Manufacturing record review. A review of the device history record for work order (B)(4), could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: at coopersurgical incoming inspection, each instrument is functionally checked for a proper cut using simulated tissue (2 mil thick plastic). Service history record this instrument was returned on 5/15/20 , as a service repair item. Historical complaint review a review of the 2-year complaint history did not show any similar reported complaint conditions. Product receipt this instrument was sent back as a repair item on 5/15/20. Visual evaluation: the returned instrument was reviewed by a service and repair technician and found in need of sharpening (reference repair order (B)(4). Functional evaluation: the returned instrument was unable to be sharpened. Root cause since the instrument has been in use since 2012, the root cause of this issue has been attributed to normal wear from use. Was the complaint confirmed? Yes. Correction and/or corrective action none reason: no training required at this time. The returned instrument was unable to be sharpened and was scrapped. A new replacement instrument was sent to the customer. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Not sharp enough. Order: (B)(4). Ref e-complaint (B)(4). 1216677-2020-00158, kevorkian biopsy punch 64-685, e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Not sharp enough. (B)(4). Kevorkian biopsy punch 64-685 (B)(4).